Event description:
Catheter placed during surgery. Night nurse noted no urine output since 5:00pm that evening. Noticed dressing was sopping. Day nurse checked pt in a.m. Next day and found balloon had not held and only 1/4"in. Replaced with foley catheter. No harm done to pt.